Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the hospital with complaints related to infection. The patient had previously experienced pocket erosion, and the pocket was revised. Patient was treated with antibiotics but did not successfully address the issue, as the new pocket showed signs of infection. The physician chose to extract the system and treat the underlying infection medically. The patient was stable following the procedure and will continue to be monitored. A new system was implanted following a successful treatment.